Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture at a routine follow-up. It was determined the lead had dislodged. An invasive procedure was performed and the lead was explanted. A new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Inspection of the electrode tip found no anomalies. The conductor coils were found to be deformed at multiple sites, consistent with damage caused during the explant procedure. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations.